Event description:
It was reported that there was a clicking sound when the power module was turned on. No audible or visual alarms were noted.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a clicking sound was confirmed during testing of the returned power module (serial number: (B)(6). Upon connecting the unit to ac power, the clicking sound was reproduced. Additionally, the power on indicator turned yellow and an audible alarm was active. The unit was not able to supply power properly to a test system controller when connected to ac power. This issue was isolated to the power supply printed circuit board (pcb). This component was replaced, and the repaired unit was then functionally tested and found to perform as intended. Preventative maintenance was performed, and the serviced power module was returned to the customer ready for use. The extracted power supply pcb was forwarded to product performance engineering for further analysis. The pcb was installed into a test unit, and the clicking noise and yellow power indicator were again reproduced. Evaluation of the circuitry revealed that the board was not able to properly convert the ac power input to a steady dc power output. This issue was isolated further to an electrically compromised t1 transformer. The root cause of the reported event was determined to be an electrically compromised transformer; however, the reason for the damage cannot be conclusively determined through this investigation. Review of the device history record for the power module, serial number ppm-03166, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev. C ¿ section 7) describes how to handle all power module alarms, including ¿ac fail¿. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.